Event description:
This rv lead was implanted on (B)(6)2000 and remains implanted at this time. A call was placed to technical services on (B)(6)2016 stating that lead function is deteriorating. The physician was dr.(B)(6) at (B)(6)hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).